Event description:
It has been reported to co that the guide catheter kinked during the procedure and was removed by surgical procedure. The physician inserted the guide catheter into and advanced it forward trying to engage an atypical ostium of the right coronary artery. The guide catheter kinked and formed a z shape. This z shape made it impossible to pull the catheter back over the wire, or through the sheath. The physician decided to send the patient to surgery where the catheter was removed successfully. The patient is reported to be fine.